Manufacturer narrative:
Product analysis: at analysis the analyzer failed functional testing and was deemed out of specification in an electrical manner. The analyzer was replaced and was sent on for repair. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.